Manufacturer narrative:
The ge healthcare field engineer confirmed that the motor needed to be replaced to resolve the reported event. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Serial number not provided. Date of device manufacture not available as no serial number provided. Report source other: reported via (B)(6) aer database.

Event description:
The hospital reported a malfunction that caused the unit to shut down. There was no report of patient injury.